Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "bursting sense of expansion, intermittent pain, flushed, device perforation, inflammatory changes, ¿small to borderline enlarged lymph nodes in left subpectoral, axillary areas and left internal mammary chain, ¿snow storm appearance in left axilla," and several small to borderline enlarged lymph nodes." The device has been explanted.